Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons) was confirmed. As received, the response buttons would not activate the monitor. Upon evaluation, the rear response button switch was intermittent. The cause of the inability to activate the monitor is the intermittent switch. The root cause of the intermittent switch was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.